Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The caller reported that the pt's ins never worked for them, the pt never used their device, the ins was "dead", and they no longer had their programmer. The caller mentioned a possible issue with a lead. The caller stated that someone from their facility contacted the manufacturer sometime last week regarding the matter and was told that the pt's hcp would need to complete the MRI eligibility form before proceeding with an MRI. The caller inquired about the use of the form. The caller had no further information relating to the issues with the device itself. No symptoms were reported.